Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a cartridge alarm (alarm 8) occurred. The customer reverted to manual injections for insulin therapy. Customer's blood glucose level was 120 mg/dl.